Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range pacing impedance measurements. The patient reported fatigued which technical services (ts) noted is likely due to ventricular desynchrony secondary to impaired ra lead. No intervention is planned at the moment however the associated device is nearing elective replacement indicator (eri). The lead will be replaced at the next device replacement procedure.